Event description:
Under us guidance, venous access rn placed an accu cath intravascular catheter 20 gauge 2.25 inches length into the pt's left upper arm cephalic vein. After needle and wire were retracted out of the angio cath portion of the device, rn began to secure tubing to the external hub and the hub broke off without any visible catheter external to the skin. Catheter was retained in vein. Catheter migrated and per CT a faint radiodensity identified which corresponds to length of accucath catheter fragment that has embolized. Pt remained asymptomatic with regard to foreign body; denies left arm pain/swelling, chest pain / pleurisy, sob or heart palpitations. Given the tiny fb size, relative radiolucency, and the fact that it was moved through the right heart without clinical sequel, retrieval attempt was not recommended, anticipate catheter will likely incorporate into the vessel wall and remain clinically insignificant. Pulmonology consulted and concurred; f/u within one month with pulmonary to include eval for f/u testing.